Event description:
During a lapaparoscopic cholecystectomy procedure, the mechanisms failed to close the slips completely, and would not attach ot pt. Clips fell into pt and removed laproscopically. There was no consequence to the pt.